Manufacturer narrative:
Additional information: g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
After the cryo atrial fibrillation procedure was over and the patient was transferred to recovery area, a pericardial effusion was noted and a pericardiocentesis was performed. In recovery, the patient¿s blood pressure dropped, and the patient was brought back to the electrophysiology lab. An echo was performed, and a minor pericardial effusion was noted. The physician was able to perform a pericardiocentesis and the patient was transferred to recovery in stable condition. The physician does not know what caused the effusion or when the effusion occurred. There were no performance issues with any abbott device.